Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "exchange of textured breast implants due to the patient¿s concern with the product". Healthcare professional additionally reported capsular contracture, baker grade ii. Healthcare professional later reported rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g1, g2.

Event description:
Healthcare professional reported left side "exchange of textured breast implants due to the patient¿s concern with the product". Healthcare professional additionally reported capsular contracture baker grade ii. Healthcare professional later reported rupture. Patient representative additionally reported "significantly increased risk of developing cancer," "emotional distress, including fear and anxiety of developing cancer," "accumulation of foreign and adulterated silicone particles in body," "inflammation," "physical pain," "suffering from explantation," and "cellular damage." Patient representative also reported "permanent scarring," and "disfigurement" which are not device related. The device has been explanted.